Event description:
A health care professional reported that an implantable collamer lens was implanted into the patients' eye. The patient experienced refractive surprise, specifically hyperopia, and increased astigmatism. The cause if the event was reported as, "likely due to the partial correction of the preoperative astigmatism by the corneal incision, the rotational orientation of the ticl, and the higher than expected lens vault." To the best of our knowledge the lens remains implanted to date. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Originally the claim was determined to be reportable, but upon receiving additional information it was determined to be a duplicate of a different claim. However, the claim cannot be voided as an MDR has already been submitted. Claim # (B)(4).